Event description:
The account alleges the brakes are not holding in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer casters and brake casters to resolve the issue.